Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The devices were reported to have been discarded at the facility. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a slap repair procedure, a quantity three ar-1926bc suture anchor bio-composite pushlocks lot: 10322845 malfunctioned. The bone tunnel was drilled using ar-1912 (drill for 3.5 mm pushlock) and ar-1909r (offset guide for 3.5 mm pushlock). The drill was cycled 4-5 times each time, and the anchor was inserted at the same angle of drilling. While the anchors were being inserted, the leading edge of the pushlocks began to split in half and exit out of the bone tunnel leaving only half of the anchor in the bone tunnel for fixation. The portion of the anchor that curled out of the bone tunnel was retrieved with graspers and disposed of. The remaining portions of the three anchors that stayed in the bone tunnel were secured, and left implanted. The bone quality was normal, and was not abnormally hard or soft. It was reported that a second surgery is not needed. The rep reported there was no additional or unplanned incisions / portals made. The implants were being placed into the glenoid rim for slap repair. Once the anchor was fully seated, the pushlock handle was twisted and removed, the anchor portion that exited the bone tunnel was retrieved from the patient and disposed of and the fiberwire suture was cut flush with the anchor, leaving a portion of the anchor in the tunnel for fixation. There were no implants placed over the portions of the broken implants in the tunnels.